Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump. Evaluation of the pump revealed deposition on the outflow elbow, inlet stator, rotor body, and outlet stator. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, the depositions in the inlet stator, rotor, and outlet stator were partially obstructing the blood flow path and could have contributed to the reported elevated lactate dehydrogenase (ldh), and thrombus symptoms. The outflow elbow revealed non-laminated, white depositions. The depositions were well adhered and appeared to have developed in this area; however, the depositions at this location did not seem to block the blood flow path. The inlet stator bearing cup and rotor bearing ball revealed a pink, tissue-like deposition. The deposition appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was supporting the patient. A specific time period in which the depositions in the outflow elbow and inlet stator developed and the duration of their presence in the pump could not be conclusively determined. The stator blades and body of the rotor revealed a white, soft deposition. The outlet stator revealed a pink, soft deposition. These depositions were loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that they were present in the pump while it was operating. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the clinical representative provided information stating that prior to the pump exchange the patient had dark urine with lactate dehydrogenase level of 2461 u/l. The patient's inr was being checked weekly, the patient's inr was 1.1, with an inr goal of 2 to 3. The patient was initially treated with heparin infusion in response to the suspected thrombus. The patient is currently doing well after the pump exchange.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged due to suspected pump thrombus. No further information was provided.